Event description:
A report was received that the recently implanted patient was experiencing pain at the ipg site. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the patient was experiencing pain since the implant date. The patient requested that the device be explanted one week after implant, however, she wasn¿t explanted until three months later. The patient reports that even after being explanted she is still in extreme pain. The patient states that on the right side of her back she feels like someone is squeezing her back. She also reports she cannot stand for more than 5 minutes before she falls to her knees in pain. The patient believes the leads were implanted incorrectly. The physician did not suspect device malfunction.

Event description:
A report was received that the patient was explanted due to pain caused by the implanted system. The patient believed the device was defective.

Manufacturer narrative:
Additional information was received that the patient¿s pain was located in the right side of the back and felt like being electrocuted when the device turned on. It was also reported that the leads were uncomfortable because the patient believed that it were incorrectly implanted and were sticking out of the back. The patient stated that there was no skin breakage; however one could palpate the leads under the skin. No device malfunction was suspected.

Event description:
A report was received that the recently implanted patient was experiencing pain at the ipg site. The patient underwent an explant procedure.